Manufacturer narrative:
Cmp-(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00545, 3002806535-2017-00546, 3002806535-2017-00547.

Event description:
It was reported a patient underwent an aspiration of right knee approximately two years post-implantation due to hemarthrosis. Approximately 15ml of fluid was removed.